Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of water damage. Eval found signs of water damage and corrosion on the battery contacts. The battery contacts were replaced to correct this condition.

Event description:
It was reported that a wireless battery module was dropped into water. It was also reported that there was no pt injury.